Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that the svc defib lead impedance was 206 ohms on (B)(6) 2015, and the rv defib lead impedance was 98 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered due to high, out of range impedance on the superior vena cava (svc) and defibrillation coils of the right ventricular (rv) lead. The impedance on these coils was also variable and the defibrillation coil had a low measurement and the svc coil had spikes. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead possibly fractured. The lead remains in use. No patient complications have been reported as a result of this event.